Manufacturer narrative:
(B)(4). A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 17.5-18.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 31.5-32.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations.

Event description:
This report is to advise of an event observed during analysis.